Event description:
Customer's mother reported via phone call that customer's insulin pump malfunctioned which caused high blood glucose of 595 mg/dl. Customer treated high blood glucose with manual injection. It was reported that insulin pump would partially deliver insulin even after troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.